Event description:
Machine malfunctioned during the use of ultra-sound electrical stimulation. Pt felt a shock in the dispersive pad. When the intensity was lower, no elctrical stimulation was felt by the pt. When intensity increased the pt felt a shock again. After rechecking machine and components and re-starting treatment, pt shocked. Discontinued treatment. Event reported to pt relations department 7/21/95.